Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included endometrial ablation in 2012 and cesarean section. Concurrent conditions included morbid obesity. Concomitant products included calcium, fluticasone propionate (flonase), paracetamol (tylenol) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain ("lower pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced the second episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, the last episode of heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, vaginal infection, cystitis and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, hypersensitivity, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy, bladder infection, vaginal infection. Discrepancy noted: date of essure confirmation test reported as (B)(6) 2013 and date of insertion previously captured as (B)(6) 2013 concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-uterine fibroid, pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included endometrial ablation in 2012 and cesarean section. Concurrent conditions included morbid obesity. Concomitant products included calcium, fluticasone propionate (flonase), paracetamol (tylenol) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain ("lower pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced the second episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, the last episode of heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, vaginal infection, cystitis and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, hypersensitivity, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy, bladder infection, vaginal infection. Discrepancy noted: date of essure confirmation test reported as (B)(6) 2013 and date of insertion previously captured as (B)(6) 2013 concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-uterine fibroid, pelvic pain. Most recent follow-up information incorporated above includes: on 4-jun-2021: mr received. Reporter information, lab data added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included endometrial ablation in 2012 and cesarean section. Concurrent conditions included morbid obesity. Concomitant products included calcium, fluticasone propionate (flonase), paracetamol (tylenol) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("lower pelvic pain") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced hypersensitivity ("allergy"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she had hysterectomy (full),salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, hypersensitivity, the last episode of menorrhagia, cystitis, vaginal infection, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, hypersensitivity, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy, bladder infection, vaginal infection. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-uterine fibroid, pelvic pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporter information updated. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uterine fibroids, lower pelvic pain were added. Medical history and concomitant drugs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she had hysterectomy (full),salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, hypersensitivity, menorrhagia, cystitis and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy, bladder infection, vaginal infection. Most recent follow-up information incorporated above includes: on 3-sep-2019: on (B)(6) 2013, she implanted essure (previously reported as 2013). On (B)(6) 2018, she explanted essure. Injury events was replaced with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy, bladder infection ,vaginal infection, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.